Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower extremity pain. Patient reported good results from the system. More than a year after having the nalu system implanted, the patient elected to move forward with a patella replacement. After the surgery the patient reported no longer having pain symptoms and thus no longer needing the nalu system. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
There are no allegations or indications of the nalu system failing or malfunctioning and the patient reported good results from the system. The system was explanted due to the pain symptoms no longer being present.